Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU rev. A is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient passed away. The outcome was not considered device or therapy related. On (B)(6)2026, the patient developed back pain at home, followed by loss of spontaneous respiration and cardiac arrest. The patient was transported by ambulance to a local hospital, where resuscitation was unsuccessful and death was pronounced. No autopsy was performed. The pump was not explanted.